Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for gi bleeding, with a hemoglobin level of 4.4 g/dl. The hospital staff felt that the anticoagulation and antiplatelet therapy caused this issue. An ulcer was found and the patient was treated by decreasing the inr goal from 2.5-3.0 to 2.0-2.5. The inr goal had been set high due to previous issues of stroke. On (B)(6) 2015, the patient was re-admitted for gi bleeding. Bleeding arteriovenous malformations were found and were clipped/torn out. The patient¿s inr goal was decreased to 1.5-2.0 and she was taken off of aspirin. On (B)(6) 2015, the patient was discharged.

Manufacturer narrative:
The referenced stroke was reported under MFR# 2916596-2015-01299. Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gastrointestinal bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.